Event description:
On (B)(6) 2014, 3m espe was contacted by a dentist who reported that following usage of the 3m espe products 3m espe scotchbond universal and 3m espe relyx ultimate, a female patients required endodontic treatment to address sensitivity. The dental treatment was done on (B)(6) 2014. Subsequently five teeth were trepaned and devitalized (one tooth at position 34 on (B)(6) 2014, three teeth at positions 42, 41, 33 on (B)(6) 2014. And one tooth at position 31 on (B)(6) 2014).

Manufacturer narrative:
This incident appears to be related to an allergic reaction to the dental products. An epicutane test against the products showed a mild reaction after 72 hours. The 3m espe scotchbond universal and 3m espe relyx ultimate have been accessed for biocompatibility and have been found to be safe for its intended use. The first suspect medical device is described in manufacturer report number 9611385-2014-00011.